Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant glucose results for 1 patient from an accu-chek inform ii meter with serial number (B)(4). At 7:03 pm the glucose result from the meter was 18 mg/dl using a capillary fingerstick. The meter software shows the result was due to operator error. The error was not provided. At 7:06 pm the glucose result from the meter was 103 mg/dl using a capillary fingerstick. The customer believed this result was correct. There was no adverse event and the patient was in good condition. The qc had been tested and passed within 24 hours. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer's strips were returned for investigation. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 45, 45, 45 mg/dl, level 2 ¿ 311, 317, 316 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.